Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Account - (B)(4). Product concern ticket number: (B)(4). Sku# 329505. Lot# unknown. Quantity - (B)(4). Concern description: nurse was poked by insulin pen needle after administration. Safety enclosure did not fully enclosed around used needle. (B)(6) 2025. Additional information. Product: needle safety autoshield insul.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h10, h11. Please cancel the medwatch number: 3023359743-2025-00399 as it is a duplicate of the medwatch number: 3023359743-2025-00371.